Manufacturer narrative:
The lot number (0009755699) provided by the end user could not be confirmed; therefore, the device manufacture date and expiration date cannot be determined. The device remains implanted; consequently, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.

Event description:
Study. On september 4, 2007, it was reported to boston scientific corporation, that the day following placement of a wallflex partially covered biliary stent (procedure date the following month), the patient was admitted for cholangitis with fever and upper quadrant pain (patient age, gender, weight unknown). The patient has pancreatic carcinoma and a distal bile duct stenosis. The patient's symptoms were recorded as "moderate in nature" and may have been caused by the procedure. The patient was put under observation, treated with unknown medications, had liver function tests, and an abdominal ultrasound. The ultrasound showed the stent functioning, and the gallbladder with sludge was decreased in size compared to pre-procedure. The lab tests results remained outside normal ranges. The patient remained hospitalized for four days due to a possible allergic reaction to antibiotics. Reportedly, the event resolved without sequelae and the device remains implanted.